Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 1 month after the dental implant was placed in patient's mouth in ada site #21 non-osseointegration was observed and immediate load was not performed. The patient presented with bone type ii bone quality. A bone graft was placed and hygiene was fair around the implant. The device will be forwarded to the manufacturer for investigation. The were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was placed in patient's mouth in ada site #21 non-osseointegration was observed and immediate load was not performed. The patient presented with bone type ii bone quality. A bone graft was placed and hygiene was fair around the implant. The were no reported patient injuries or complications.